Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found that monitor required a reboot. The technician reboot the monitor, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that the monitor connected to their hexavue custom room rack was showing distorted images. No report of injury.